Manufacturer narrative:
Pending retrieval of complaint sample.

Event description:
Patient (B)(6) stated that he experienced burning sensation of the eyes after using medical device cvs hydrogen peroxide cleaning and disinfectant lens care system lot number 137277, expiration 11/2018.

Manufacturer narrative:
Could not retrieve complaint sample.

Event description:
This is a follow-up report. Initial report was forwarded on 12/19/16. Patient (B)(6) stated that he experienced burning sensation of the eyes after using medical device cvs hydrogen peroxide cleaning and disinfectant lens care system lot number 137277 expiration 11/2018.